Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display became erratic when pressing on the keypad by the medtronic logo; segments flickered. The keypad was replaced, with the display also replaced as a preventive measure. It was further noted the encoder nuts were not torqued to specification. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer due to a field corrective action. It was analyzed and tested out of specification. There was no patient involvement.